Manufacturer narrative:
The insulin pump received with stripped battery cap coin slot, minor scratches on display window, cracked display window corner, cracked battery tube threads and cracked reservoir tube lip.

Event description:
Customer's mother reported that the battery cap will not come off the insulin pump. The blood glucose reading is 163 mg/dl. The discontinuation of the device was advised. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.